Event description:
On (B)(6) 2012, it was reported that the vns patient was experiencing an increase in absence seizure frequency and high impedance was observed, impedance value 10,000ohms. X-rays were provided to the manufacturer which showed no obvious lead fracture or sharp angle. The lead connector pins appeared to be fully inserted into the generator connector block. Part of lead is placed behind the generator and could not be assessed. Good faith attempts were made for further information but the physician reported that he does not have time to provide any additional information. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2012 when it was reported that the increase in seizures is above pre-vns baseline levels. The patient only has absences and this is the seizure type that has increased. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. The patient was referred for revision surgery. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the patient underwent surgery that day and the screw was found to be not fully fixed. After reinserting the lead pin and fastening the screw everything was okay.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Brand name; common device name; model #, serial #, lot #, expiration date; if implanted give date; device manufacture date; corrected data: additional information was received which changes the product from what was initially reported.